Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However, it is likely that the event occurred due to a defect of a printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1) address line 1: ground floor, tower-c, sas tower, the medicity complex, sector-38 (noting due to character limit). The device was returned as part of the asset return process. In addition to the lack of image from the sdi output due to a faulty printed circuit board, there was dust found inside the unit along with a corroded wire. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The video system center was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that there was no image from the sdi output. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.